Event description:
Upon removal of the 14fr hemostasis introducer dilator. The valve to the introducer would not seal close as expected. Thus, allowing for perfuse bleeding from the introducer. The hemostasis introducer was immediately exchanged for a second 14fr introducer of the same brand and lot #. The second introducer valve would not seal as well allowing for perfuse bleeding. The second sheath was then exchanged for a hemostasis introducer of an alternate brand. All remaining 14fr abbott fast cath hemostasis introducers (ref:406136/lot:8476376) have been removed from use. Reference report mw5117935.